Event description:
On 05/10/1999 the account reported a hemoglobin of 8.7 g/dl and hematocrit of 25.4%, which were questioned by the doctor. Accourding to the account, the same sample was retested at a reference lab. A hemoglobin of 16.9 g/dl and hematocrit of 49.3% were obtained by the reference lab.